Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: quality. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. As the sample was not available for evaluation, the complaint could not be confirmed for evaluation. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: the second part of the angio-seal product which contains the occlusor/foam mechanism, when removed from the packaging, was exteriorized.